Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that: "on a final humerus nail installation, the team had great difficulty in sighting the right lateral hole. The drill bit was a bit hard to test after the nail had been mounted on the holder, but once the nail was in place on the patient, it was much more difficult to lock it in place."

Manufacturer narrative:
The reported event could not be confirmed since the returned device was found functional and does not match the alleged failure. The received targeting arm is having damage marks on the hole edges, material scrub-off which indicates intensive usage of the device since long period of time. Surface of the device has been worn out and scratches are clearly visible on the periphery of the device. Also, the markings have turned yellow from white, and they have got rubbed off as well indicating the device has undergone numerous cleaning cycles. A functional check was performed with the reported targeting arm, sample sleeve, drill, and nail. Every hole of the targeting arm/ nail combination was checked, and it could be confirmed that the drill passed through the holes without getting obstructed by the nail in every case. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user related issue as the device was found functional and the alleged failure was not confirmed. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that: "on a final humerus nail installation, the team had great difficulty in sighting the right lateral hole. The drill bit was a bit hard to test after the nail had been mounted on the holder, but once the nail was in place on the patient, it was much more difficult to lock it in place."